Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.

Event description:
Boston scientific received information that this right atrial lead exhibited loss of capture. The lead was surgically abandoned and replaced.